Manufacturer narrative:
A ge representative evaluated the system and replaced the camera. The system operates as intended.

Event description:
The customer reported that the system displays intermittent shifting images and sometimes washed out or black images. There are no reports of patient harm or injury.